Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided this report is for one unknown 3.2mm guide wire/unknown lot number. Implant/explant date: unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device history review: manufacturing location: (B)(4) - manufacturing date: november 14, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: our investigation has shown that the returned guide wire (part number 356.830) is indeed badly damaged and splintered (broken section of the wire). As mentioned on the device report, the guide wire became lodged on the tfna aiming jig during reaming. Unfortunately, we are not able to determine the exact cause of this reported problem. It is likely that the guide wire may have not been lined up / inserted as expected and this led to the lodgement, which resulted in the mentioned damage. Further investigation showed conformity of the article in question to the company specifications and no apparent fault of material or manufacturing was detected (manufactured in november 2014). No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the product involved was a 3.2mm guide wire. When reaming over the 3.2 guide wire through the tfna aiming jig, the reamer become lodged toward the end of the guide wire and splintered the guide wire. The guide did not break. However, shards of metal were left in the patient as they were deemed unable to be retrievable. Case delayed by 5 minutes. Patient details are unavailable. This report is 1 of 1 for (B)(4).